Manufacturer narrative:
The customer's complaint that the extension set leaked could not be confirmed because the product was not returned for failure investigation. The root cause was not identified.

Event description:
The customer reported that the extension tubing leaked at an unspecified location during patient use. There was no report of patient harm.